Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 160 mg/dl (patient's meter) and 400 mg/dl (hospital's meter). The patient experienced hyperglycemia symptoms of dizziness, sweating, and blurred vision. The patient was treated with insulin at the hospital. The patient was admitted into the hospital for 1 day.